Event description:
The doctor reported the implant was removed due to failure to osseointegrate 2 months since the date of surgery. Bone type observed in the are were both type 3. During the surgery, no significant findings were observed. Patient has recovered since.